Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2018-00090 thru 3003853072-2018-00093.

Event description:
It was reported that a screw was found to have fractured after the patient experienced a fall and was in pain. A revision surgery was performed to remove and replace the screw with an alternative screw. During the revision, three blockers were found to be loose. They were also removed and replaced with alternative blockers during the revision surgery. There were no patient impacts outside of the revision surgery. This is report one of four for this event.

Manufacturer narrative:
UDI number: (B)(4). Additional information in UDI number, method, results, and conclusions codes. The returned screw was evaluated. The threaded shaft was found to have fractured at the bottom of the thread due to cyclic loading. The cause cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding post-operative care.

Event description:
It was reported that a screw was found to have fractured after the patient experienced a fall and was in pain. A revision surgery was performed to remove and replace the screw with an alternative screw. During the revision, three blockers were found to be loose. They were also removed and replaced with alternative blockers during the revision surgery. There were no patient impacts outside of the revision surgery. This is report one of four for this event.

Event description:
It was reported that a screw was found to have fractured after the patient experienced a fall and was in pain. A revision surgery was performed to remove and replace the screw with an alternative screw. During the revision, three blockers were found to be loose. They were also removed and replaced with alternative blockers during the revision surgery. There were no patient impacts outside of the revision surgery. This is report one of four for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.